Manufacturer narrative:
Event date is not known. Please see b5 for approximate date range, if applicable. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that information was received from a patient regarding an implantable neurostimulator. The reason for call was patient states she is trying to get a hold of her medtronic representative because she was having a lot of issues with her device. Patient clarified her remote was stolen and she has not been able to use her device for over a month. Pt stated that she no longer has insurance and her doctor (hcp) will not authorize her prescription for the controller replacement from sunmed. Pt tried to get her primary care physician to authorize the prescription but they will not authorize the prescription either. Pt stated her ins is "protruding" out from her body since shortly post implant but it has gotten much worse and she is in a lot of pain. Patient stated she cannot sit in certain positions or wear jeans because the implant is protruding out of her body and she looks "deformed" patient mentioned that the implant has been hurting her even more in the last couple of days and now it is pushing out to the point where it hurts and burns. Patient is not on pain meds and she does not want to have another surgery. Pt is upset and wants a rep to contact her back. Agent reviewed rep role and told pt a message would be sent to the field about her call. Sunmed reached out to patient services about pts' situation. Pt does not have health insurance and sunmed was not able to obtain an prescription from the patient's doctor. Made an outbound call to the pt who said sunmed did not reach out to their doctor and did nothing. Pt said the doctor gave the prescription but was told they were not authorized for that. Pt said they had been trying to get the device replaced for over a month. Pt is leaving on vacation today and had been in pain. This has been affecting pt so bad, pt had been miserable. Pt wanted to pay for the replacement so that they can enjoy their life. Pt mentioned again ins had been protruding and literally coming out but pt said "I do not care about it, I just want the remote". Agent discussed with patient services and sunmed management. Emailed repair to order the controller and battery pack. Recharging equipment was already ordered via repair as lost/stolen. Reviewed with pt that this is a one time free replacement. Reviewed when pt gets the replacement, pt might need to do passive recharge mode.